Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4,h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. No new reportable malfunctions were identified during the device evaluation. Based on the results of the investigation, since the reported phenomenon was not reproduced, there was no determination if the device satisfied its product specifications, and a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
Address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had color abnormalities during preparation for use. There were no reports of patient harm.